Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was noted that the patients implantable pulse generator (ipg) had migrated. It was noted that patients ipg had eroded. The patient underwent an implantable pulse generator (ipg) pocket repositioning procedure and was doing well postoperatively.